Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 250 mg/dl and 130 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The device has not yet been received by baxter.

Manufacturer narrative:
(B)(4) service history review: device in use since (B)(6) 2000. All service activity on a device was done in baxter facility in (B)(4). All upgrades and fcas (field corrective actions) performed on the device. Last fca (baxter ref. (B)(4)) made on the device on (B)(4) 2009. This event was also the last one, recorded in the system, when the device was in the baxter repair centre, calibrated and functionally tested. Event log review: from the event log it can be observed the system error 2240 appeared on (B)(6)2009 at 01:30 during drain 1 of 7. This was the only one appearance of the error that followed other alarms and errors raised by the device. The therapy started on (B)(6)2009 at 21:37. During priming phase reload set 201 appeared on valve integrity test, therefore the priming phase has to be repeated again. After this, the same situation occurred two more times. According to event log, the reload set 201 alarm was displayed three times during priming (at 21:44, 21:49 and 21:56); all caused by failing valve integrity tests. At fourth attempt the machine did not pass the initial valve integrity test (at 22:11). However, after retrying this valve integrity test, all required lines passed the priming phase (at 22:12). During fill 1, "check heater line" alarm was raised due to too big difference in readings of delta volume test (internal error 166). After pressing few time stop and go buttons, the fill was resumed. After 3 minutes another alarm appeared (check lines and bags) with reported patient volume equal to 17 mls. Again after pressing stop and go buttons the therapy was continued and fill completed. Also dwell phase succeeded. Than during drain, the error 2240 appeared after 7 minutes of drainage. Review of event log showed 3 occurrences of rs201 for therapy in question. Rs201 alarms are generated during priming phase of pre-therapy in dry cassette sheeting integrity test #1. Test is run to detect a leak on valve perimeters by watching decay in post bladder. If a leak greater than 0.39 psig over 30 seconds is detected, test fails and 1 retry is allowed. After a retry failure, rs201 is displayed by the machine and user must restart priming. Logs indicate device failed both initial and retry tests 3 times generating 3 rs201 alarms. Upon entering priming for 4th time, initial test failed, but retry passed allowing device to proceed through priming and into therapy. Device testing: reported issue of (B)(4) (air in set) was confirmed in event log and air in patient line was duplicated during evaluation performed by the designer of the hc machine. Device failed homechoice rite (return instrument test/evaluation) testing during initialization multiple times for (B)(4) (positive p tank low). Crt (cycler remote toolbox) software was used to diagnose device?s pneumatic system. Crt revealed a leak at post tank (bladder). Further testing and inspection found leak was due to 2 holes in bladder which lined up exactly with the 2 occluder springs. Bladder was replaced and no leaks were detected. A closer inspection revealed 4 cracks around piston periphery. Device was tested and considered operational however piston could contribute to rs201 (reload set 201) alarm. Patient's cassette, which was confirmed ((B)(4)) to have a scratch and a leak at the level of the patient valve (left patient volcano), was used during evaluation. The cassette has 10 such volcano valves controlling fluid to/from each of the 5 tubes to/from each of the 2 pumping chambers. These valves are opened/closed by applying negative/positive air pressure respectively on the pvc membrane covering each of these 10 valves individually. Cassette was manually primed and set aside. Therapy was started with new cassette up to dwell 1. Cassettes were then swapped and therapy resumed. Immediately, air began to pump to simulated patient bag and continued for duration of dwell phase. Check lines & bags alarms were observed. A second test was performed using patient?s cassette in an attempt to see if cassette could successfully pass self test and priming phases without alarming. After 4 times, it was determined cassette could indeed proceed into therapy. However, during one of the attempts, a rs201 was generated. During each test, air was observed in patient line after prime. A pinhole was added to a new cassette to replicate patient cassette. New cassette had similar results as patient's cassette. (B)(4) please note that it is unknown if the cassette involved was already leaking before being installed or punctured during installation/handling by the patient. Conclusion: it must be noted that the patient was doing very well since 3 years and it is when a pd nurse visited him in the afternoon and they prepared the cycler (at 13:08) for the evening treatment (that started at 21:37) that the problem occurred. Based on evaluation results, it is believed that post bladder was not leaking during actual patient therapy. The post bladder had to be replaced to be able to perform the testing. Investigation revealed that although the cassette presented a leakage, the machine was able to pass the testing. Three potential failure modes were identified: patient line put in clamped position, migrating leak, and self healing sheeting. While clamped patient line is the simplest and repeatable explanation, there is not enough evidence to definitively dismiss other 2 scenarios. Ultimately, the root cause that allowed device to pass dry cassette sheeting integrity test #1 and proceed into therapy, despite the presence of a leaking cassette, is undetermined. It has to be mentioned that the pateint had to switch off and on the device an important number of times due to several types of alarms in order to have the therapy finally entering into fill mode before displaying a system error 2240 during the first drain.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
The baxter sales representative (bsr) received a report from the manager of the hospital (doctor) and the peritoneal dialysis (pd) nurse that in 2009 (at night) the patient had to be admitted as a matter of urgency, due to a suspected intestinal perforation. The on duty surgeon and nephrologist, decided to operate on the patient. They detected an excess of air in the abdomen (2 bags were filled with that air and, during the filling of the third bag, liquid started to come out). The liquid was clear, for that reason, the intestinal perforation was ruled out. The x-ray confirmed the excess of air. The nurse went to the patient?s home and observed that the machine's screen showed the following alarm sentence 'system error 2240'. She tried to press buttons but all were blocked. The pro-card (memory card) couldn?t be removed. All the equipment, home choice (hc) machine, cassette and bags were sent to the hospital. They tried to remove the card again but it was not possible. The equipment will be sent to baxter. Per the renal medical affairs manager: medical report: on the same day, during the afternoon, the hospital pd nurse made a routine visit to the patient at his home and reviewed the pd procedure with him. Everything was in order. The nurse and the patient prepared the hc machine to initiate the treatment at night time. The patient connected to the hc machine at midnight for therapy and the hc machine showed an 'air in line' alarm. The patient moved the cassette at home, no new cassette was replaced and cycler sign displayed. He started his treatment with no initial issues until he felt general pain after one hour of treatment and decided to go to the hospital. The following day, the patient went to the hospital with general abdominal pain, no fever, no nausea, no vomiting. At exploration (signs): acute abdominal exploration: positive (such as abdomen like a table), huge timpanism (air), bad peripheric perfusion and blood pressure of 90/60. The blood test showed no leucocytosis. Lactic acid was 7.5 (very high), creatine phosphokinase (cpk) was 313, renal parameters of chronic renal failure. Abdominal x-ray: pneumoperitoneum. The pd nurse requested to dwell the pd fluid from the patient's abdominal cavity: instead of liquid dwell, air filled the bag (up to 2 bags of 2 liter). With the third bag, peritoneal fluid is clear. Peritoneal cell count: 5 leucocytes and 50 red cells. The patient felt much better after the procedure of 'emptying air'. The surgeon and nephrologist in charge at the hospital was concerned in case it may be an intestinal perforation and decided to send him to surgery. Surgery: blanc laparotomy. After surgery the patient did well and is recovering from the scar. The following day, the patient underwent a hemodialysis session through a left jugular catheter. The plan is to perform hemodialysis while recovering and have peritoneal lavages with sodium heparin are planned very soon to keep the abdominal cavity in good condition to re-start peritoneal dialysis as soon as possible.